Event description:
53 yr old male consumer experienced an immediate metallic taste following initial application of denture adhesive. Four hours later, he experienced swelling and a milky white coating of the tongue. His taste buds "stood up out of his tongue". In the evening the consumer removed the denture and adhesive. He awoke with symptoms continuing. Consumer presented to an emergency clinic physician who prescribed an unk "antibiotic". Symptoms resolved four days after discontinuing use of device. Consumer then used denture adhesive double salt formulation uneventfully for four months/ consumer then used one application of device from a second tube one evening. He awoke the next morning with metallic taste, tongue swelling and milky white coating on the tongue. His taste buds "stood up out of this tongue". While eating, the consumer experienced taste alteration, then experienced face and lip swelling. Consumer removed the denture, and in so doing, pulled and left hanging a piece of skin from the upper gums. The next day the consumer went to his physician who presribed augmentin 875 mg for a possible infection. With swelling abating, then increasing, consumer returned the next day to a physician. This physician recommended that the consumer present to the hosp ER, as he believed that the consumer was experiencing a cavernous sinus infection. At the hosp ER, ent specialist detained the consumer 23 hours in the short term observation unit. Preliminary diagnoses included angioedema, allergic reaction, or cellulitis. Consumer was administered oral antibiotics, benadryl and lortab, along with IV fluids. Consumer underwent blood work which indicated no elevation of the white blood cells nor eosinophilic cells. Additionally, a c1 esterase allergy test was performed, the results of which are unavailable. A scan indicated no sinus involvement. Face swelling resolved two days after discontinuing use of ispg; lip and tongue swelling along with the milky white coating four days after discontinuing use of device; metallic taste and taste alteration four days after discontinuing use of device. Two days after release from the short term observation unit, the consumer was re-evaluated by the ent specialist who noticed marked improvement. Ten days after use of device was discontinued the residual pain resloved, although the piece of skin remains hanging from the top gums. Further follow-up is needed with the consumer and ent specialist following receipt of the ingredients by the ent. Unused product is unavailiable, however, consumer was able to provide the lot number from the box of the second tube.